Event description:
It was reported that a spectrum pump alarmed door not fully latched in the intensive care unit. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported door not fully latched alarm. Evaluation found that when the door is closed only over the top door hook, the pump will alarm door not fully latched. When the door is closed with thumb pressure over both hooks per the operator's manual the pump was operating as designed. The door hooks were reworked to ensure proper door functionality.